Event description:
Edwards received information that after insertion of a peripheral retrograde cardioplegia device into a patient, a coronary sinus perforation was noticed. Transesophageal echo (tee) and fluoroscopy imaging for visualization were used during device insertion. Non-occlusive venogram was performed to assess coronary anatomy. The planned robotic mitral valve repair (mvr) procedure was converted to an open sternotomy and the coronary sinus perforation was repaired. Patient had no unexpected anatomical variances and surgeon reported the patient is doing fine post-operatively.

Manufacturer narrative:
Method = device not returned. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it was discarded by the hospital staff. Manufacturing records were unable to be reviewed as no lot number was available. There was no allegation of product malfunction reported. Based on the information received, edwards is unable to determine the root cause for this event. Injuries to the coronary sinus are listed as a potential complication in the product instructions for use (IFU). The IFU and training manuals were reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards has reviewed many of these reports and has found that the root cause is typically related to a combination of vessel size/fragility and placement issues of the device. No manufacturing non-conformance has been associated with the historical events which have been reported. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.